Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the ins battery was running low and the device was not working as well for the patient's symptoms. The patient stated they saw the health care professional (hcp) "the other day" and the hcp reprogrammed the patient's device. The patient stated they had the device on low setting and the hcp "zapped him or whatever" a week or so prior to the call. The caller did not clarify what they meant by "zapped". The patient stated after reprogramming the patient felt great but then started stumbling again. The patient added they had "a lot of problems" since implant because they could not seem to hit the target right. The patient confirmed the device had never worked properly for the patient's symptoms, balance, and speech. The patient then said he found an hcp who seemed to do pretty well with the device settings. The patient stated the ins was going to be replaced on (B)(6) 2018 due to normal battery depletion but the patient had not seen eri come up. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the device not working to control their symptoms was the patient ¿asking about battery life.¿ when the consumer was asked what was done to resolve the shocking and lack of symptom control they stated ¿no shocking and no symptom control.¿ according to the consumer the issues were resolved.